Event description:
The manufacturer received information in reference to the "rep dreamstation auto CPAP" device alleging respiratory tract irritation and inflammatory response. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacture for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in reference to the "rep dreamstation auto CPAP" device alleging respiratory tract irritation and inflammatory response. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Material number was updated.